Event description:
This is a solicited report by a nurse from the USA of peritonitis in a (B)(6) male patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). In (B)(6) 2010, the patient experienced peritonitis. In (B)(6) 2010, the patient's pd catheter was removed, dianeal pd4 ultrabag therapy was withdrawn and the patient was placed on hemodialysis. On an unreported date, the patient began remedial therapy with unspecified antibiotics (doses and frequencies not reported, IV). On an unreported date, the event of peritonitis had resolved. The nurse considered the event of peritonitis to be unrelated to dianeal pd4 ultrabag therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.